Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor needle broke. The customer's blood glucose was 122 mg/dl at the time of incident. The customer stated that the serter would not release the sensor and had to manually take the sensor out then the needle broke off in the sensor. The customer stated that they did not follow the correct steps to press and release button to insert the sensor. The customer was advised to press and hold the serter button while shaking to release needle hub assembly and sensor. The sensor will be replaced and will not be returned for analysis.